Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had an intermittent button response due to flattened down arrow button dome switch. The insulin pump keypad connector was fully locked. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had unresponsive buttons. The customer's blood glucose level was 425mg/dl. The customer believes the device is not delivering insulin. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.